Manufacturer narrative:
H6: ventec has made multiple written attempts to contact the reporter in order to obtain patient/event information, as well as to ask if the device would be returned to ventec for evaluation. No response has been received. The device has not been returned to ventec for further evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device's exhaled tidal volume (vte) levels were low. There was patient involvement associated with the reported event, however, there was no patient harm as a result of the reported issue. No further details about the patient or the event were provided. Ventec has reached out to the reporter in order to obtain additional information, but no response has been received.